Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event (no display on front panel) occurred due to failure of the printed circuit board (cr board). However, a final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no display on the front panel after switching on the equipment was due to a faulty printed circuit board. Additional findings include: the flat cable was deformed, the front panel was cracked, one foot was found deformed, and the paint was peeling off the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the high flow insufflation unit was not working. There was no display on the front panel. The issue was found during maintenance. There were no reports of patient harm.